Event description:
This is an ongoing quality issue. After having used dexcom g6 sensors for years, I noticed a high failure rate (sensors lasting less than the allotted 10 days) and sometimes severe inaccuracy requiring repeated calibrations (often off by as much as 50 points and shifting high/low low/high) when I was sent the 'for government payor only' boxes of sensors after going on (B)(6). These are obviously defective product, and I do not think this is a co-incidence. This has affected my diabetes control and put me at risk. Why is there even a separate designation if these are supposed 'identical'. I will not be a second-class citizen based on paysource. Everyone who gets dexcom needs to get the exact same product. Please advise on follow up. Thank you. Type 1 diabetic on insulin pump dt nighttime lows.